Manufacturer narrative:
Follow-up #1 date of submission 10/27/2015 - revised device evaluation: the pump has been returned and evaluated by product analysis on 10/10/2015 with the following findings: a review of the pump black box data showed evidence of call service (052) alarms. The pump successfully passed the ez prime sequence during testing. The pump was exercised for 24 hours with no alarms. The pump cover was opened and moisture was found on the printed circuit board and internal components. The complaint was not duplicated during testing. Unrelated to the complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was alleged that the pump emitted a 052 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.